Event description:
Patient wheeled to dining table. Wheelchair wheels were not locked in place. Patient stood up, the wheelchair moved back and when the patient went to sit back down, she fell to the ground. Patient had surgical intervention for fracture of left hip.